Event description:
Rented telemetry unit picked up lots of interference. When nurse went to check on pt, pt found unconscious, with no pulse. Coded, but to no avail. Equipment failed to notify staff of abnormal occurrence.